Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the serial number is unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. The patient was hospitalized seventeen days prior to passing away and was hospitalized at the time of death. Dianeal therapies were ongoing up until the time of death. It was not reported if the patient was performing therapy with a baxter healthcare device and/or baxter healthcare solution(s) at the time of death. The cause of death was reported to be cardiac related and it was not reported if an autopsy was performed. No additional information is available.